Event description:
Facility staff replaced a lifepak 500 AED's nonrechargeable lithium battery pak in response to the device's low battery alert. In the u.s., epa and dot regulations allow disposal of lithium batteries with ordinary household waste provided that they are fully discharged. To discharge the battery pak in preparation to dispose of it, a staff member activated the controlled discharge feature of the replaced batter pak by driving a screwdriver into the slot indicated on the battery pak label. According to the reporter, the staff member couldn't remove the screwdriver from the battery pak and asked another staff member for help. The reporter stated that, while attempting to remove the screwdriver, a liquid sprayed from the slot and into the staff members' eyes. The reporter stated that a sulfurous gas filled the room and the staff had difficulty breathing. A staff member remove the battery pak from the room to outside. The staff members were treated and then released by a physician who determined that no disabling or long-term affects were likely to occur. File was originally closed on 07/19/2002, with an alert date of 06/04/2002. Upon clinical re-evaluation of the reported incident, event type is changed from complaint to malfunction with an alert date of 09/13/2007.

Manufacturer narrative:
Physio control reviewed battery safety information with the reporter. The battery label instructs users, "to dispose of this battery properly, discharge completely by driving blade of screwdriver down into the slot as indicated." Also, according to the lifepak 500 AED's operating instructions, after placing the tip of a flat-tipped screwdriver on the slot, use a hammer to, "strike a moderate blow straight down on the top of the screwdriver handle. Make sure that the tip of the screwdriver breaks the label and penetrates approximately 3 mm (1/8 inch). This will strike an internal pin, initiate full discharge, and permanently disable the battery." Physio control evaluated the reported battery pak from the incident and observed evidence of what appeared to be excessive force used in driving the screwdriver into the slot. Damage from the excessive force to the battery pak's control pcb assembly pushed the discharge pin shorting bar into contact with the battery (+) side of resistor r1 and caused a dead short between the plus and minus sides of the battery pak, bypassing the internal fuse and rapidly venting the battery cells. Root cause for the reported incident was determined to be a use error that shorted the battery pak and caused rapid venting of the battery cells.